Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. While on support, the automated impella controller (aic) displayed placement signal unreliable. The audio was disabled. Support was continued, and the patient was successfully weaned off the device.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the placement signal issue has been completed. Console logs from the reported day of event are consistent with complaint. Console was inspected in danvers, and it¿s optical system tested. Debris and contamination were found on the optical pump connector, which also failed ¿5s¿ specification. The root cause of the aic issue was a defective blue receptacle. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.